Manufacturer narrative:
(B)(4). We received 2 used, filled easypump ii lt 100-50-s without packaging. After opening the top cap and removing the closing cone, we detected solution (liquid) or crystallized drug residues at the filling port (lli-cone). Further on, we detected residues of the solution (liquid) respectively crystallized drug residues at the lla-cone of the patient connector. A functional test respectively a leak test was carried out. After opening the white clamp and waiting for a while the pumps did not work (solution was not running). Therefore the pumps were squeezed by hand and the functional test respectively the leak test was carried out again. Subsequently the pumps did not work (solution was not running). Leaks were not detected. The tested samples are not in accordance with our requirements. We have informed our manufacturer accordingly. Detected solution or crystallization drug residues at the filling port which caused the blockage. Complaint is justified. Corrective measures regarding flow rate issues have been initiated and are documented under CAPA (B)(4).

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow-up report will be provided when the inspection results are available. Reviewed the device history record and no abnormalities were found during in process or final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): apparently the elastomer do not work properly, because the easypump do not empty fully.